Event description:
The trial patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) /2015. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).